Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the hook of the articular surface inserter broke while the surgeon was inserting the articular surface.